Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced a prime fill anomaly. It was reported the piston did not stop when in contact with reservoir which caused insulin to squirt out. Insulin pump was still stuck in preparing to prime loop. During troubleshooting, insulin pump did not beep nor did numbers appear on screen. Customer's blood glucose was unknown. Insulin pump would need to be replaced.